Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o-ring of the vent engine pressure switch was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that during preuse checkout a leak was discovered in the vent engine pressure switch that resulted in the loss of mechanical ventilation. There was no report of patient involvement.